Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rezi0663 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by ms&s that the patient's husband called and stated his wife had a powerline placed on (B)(6) 2016 and it works well. However, one week ago the clamp of the red lumen broke. He stated that there are two tiny legs on it and one of the little legs broke off sometime last week and it won't stay closed. Ms&s informed him to contact his wife's physician to have the powerline evaluated, as there is not a repair kit for this device. No injury to the patient was reported.